Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting down. Customer¿s blood glucose level was 471 mg/dl. Customer resumed insulin delivery successfully.